Manufacturer narrative:
The report of a thermogard xp ivtm console could not detect the air trap assembly was reproduced during functional testing of the thermogard xp ivtm console. Based on the evaluation, the issue is due to a faulty air trap block due to the leak on the start-up kit (suk). Visual inspection was performed and noted the signs of the previous fluid leak in the air trap chamber, thus confirming the customer complaint. As part of routine service, the console was examined and found no other issues. After replacement of the air trap block, the console was further tested and passed all final testing criteria. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for the thermogard console sn (B)(4).

Event description:
On the second day of the intravascular temperature management (ivtm) therapy, the saline bag was noted empty. The saline fluid was noted on the condensate pan of the console. A leaking start-up kit (suk) was suspected and was replaced by the customer, however, the thermogard console could not detect the airtrap. The physician discontinued the use of the thermogard system and used an adjunct therapy (arctic sun) for the treatment. No known impact or consequence to patient information was provided.